Event description:
Patient revised due to tibial and talar components subsiding. Polywear debris at tibial liner. Osteolysis also reported.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for the tibial and talar component part and lot number combinations. Review of the device history records and/or a lot specific complaint database search was not possible as the part and lot code required for the insert was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.